Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) found that the device was in disconnected mode and noticed that the ethernet port had no internet access. The fse contacted hospital it and restored internet access. The device came online and operated normally. The customer logged in and confirmed everything was working correctly. The fse performed a general preventative maintenance on the machine and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not communicate. The user tried rebooting the station and verified the network cable, which was securely connected. However, the rss continued to show offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.